Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 600 mg/dl. Customer also reported reservoir leak issue. The insulin was visible in the battery and reservoir compartment or under lcd display. The reservoir bottom came out and no air bubbles were present in it. Customer treated for high blood glucose with manual injections. Customer ended up leaking out the sensor. Customer has two reservoir to return. Customer that one still has insulin. Customer stated has about 100 units. Customer declined troubleshooting of the high blood glucose. The insulin pump will not be returned for analysis.